Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a "slit" in the sheath was noted. It was reported that there was resistance when trying to advance the vizigo¿ sheath through the left atrium from the right atrium. At the end of the procedure, while the scrub tech was inspecting the sheath, they noted that there was a "slit" in the sheath. The tip had a small slit in it. No other damage noted. No internal mechanism exposed. The physician loosely commented that the tip of the sheath felt "not as stiff" as usual. No adverse patient consequence was reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed that the tip of the sheath had a dent in the in the metal part between second and third electrode. No exposed wires or other physical damage was observed. The dent condition could be related to excessive force or manipulation during the procedure; however, this cannot be conclusively determined. A device history review was performed for the finished device 60000300 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. Although the tip was not seen broken, the dent condition observed during the analysis in the lab could be related to the issue reported by the customer. It should be noted that product failure is multifactorial. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a "slit" in the sheath was noted. It was reported that there was resistance when trying to advance the vizigo¿ sheath through the left atrium from the right atrium. At the end of the procedure, while the scrub tech was inspecting the sheath, they noted that there was a "slit" in the sheath. The tip had a small slit in it. No other damage noted. No internal mechanism exposed. The physician loosely commented that the tip of the sheath felt "not as stiff" as usual. No adverse patient consequence was reported.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).